Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the dr. Told her the buttons are stuck because he was working with the pump for programming and cust fingers were hurting because he would have to press hard. The customer stated that pump has been like this since she got it but the high blood sugar's having been going on a month. The blood sugar was 415mg/dl. The customer mentioned the cannula being bent. Troubleshooting was performed. The last known blood sugar was 188 mg/dl.

Manufacturer narrative:
Findings: pump had unresponsive buttons at escape and act due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube thread and cracked reservoir tube lip.